Event description:
During an in clinic follow up, the right ventricular (rv) leadless pacemaker (lp) reached recommended replacement time (rrt) faster than expected. The device was explanted and replaced to resolve this event. The patient was stable.